Event description:
Boston scientific crm received information that this pacemaker could not be interrogated and had no response to magnet application. Technical services (ts) suggested troubleshooting techniques without resolution of the issue. The patient's intrinsic rate was noted at 80 bpm. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.